Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under infused. It was reported that per the label the administered dose should have been 5.21 ml/hr; however, the pump was programmed at 0.6 ml/hr resulting in a remaining infusion volume of 92.4 mls. No adverse patient effects were reported.